Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm.vessel morphology at implant was not reported. The patient presented emergently with hypotension and a CT revealed a ruptured aaa. The ruptured was due to a type iii endoleak between the bifurcation aneurx and another manufacturer¿s cuff. The physician performed an intervention where two endurant 36x36x49 cuffs were added and the type iii endoleak was resolved. One day post procedure the patient expired. Per the physician¿s statement the patient did not wake up after surgery and the patient had experienced cardiac arrest pre-op and several times during the intervention. Chest compressions were initiated; however, the patient expired due to the ruptured aaa.

Manufacturer narrative:
(B)(4).